Event description:
The customer stated that the central monitoring system (cns) has no mouse or touch screen function. System froze again and is now stuck in the dns operation system setup. MFR ref #8030229-2014-00137.